Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. The recipient's device was reportedly explanted and the recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing to undergo revision surgery due to medical issues, the need for ongoing mris and non-use of the device. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.